Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and loss of capture were observed on the left ventricular (lv) lead. During replacement surgery, it was observed that the lv lead had dislodged. The lv lead was explanted and replaced and there were no adverse consequences for the patient.